Event description:
It was reported that patient received multiple inappropriate therapies. Upon investigation there was low pacing lead impedance and noise. It was noted that a few months prior, the patient fell head first onto her left shoulder. During lead revision, the doctor noted insulation anomalies. The lead was capped and replaced. The patient was fine after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).